Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer turned off the pump when the alarm occurred and reverted to manual injections; therefore, troubleshooting with tandem technical support was unable to be performed. Customer's blood glucose level was not impacted. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin therapy.